Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended and the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported the system shut down during the procedure. The site was unable to power the system back on. A different medtronic navigation system was brought in and the procedure was successfully completed. This issue occurred intraoperatively and caused a less than one hour surgical delay. There was no reported impact on patient outcome.